Manufacturer narrative:
The device was not returned for evaluation. The lot number and product number is unknown therefore the device history record and labeling could not be reviewed. Although the product family is unknown, the latex product ifus are found to be adequate base on past reviews. The device was discarded.

Event description:
It was reported that either the catheter was clogged, or the hole was to narrow to drain the urine. As a result, the catheter was irrigated which allowed the urine to drain. A bladder scan was performed and it was discovered that the patient allegedly experienced urine retention.

Manufacturer narrative:
The device was not returned for evaluation. The lot number and product number is unknown therefore the device history record and labeling could not be reviewed. Although the product family is unknown, the latex product ifus are found to be adequate base on past reviews. (B)(4). The device was discarded.

Event description:
It was reported that either the catheter was clogged, or the hole was too narrow to drain the urine. As a result, the catheter was irrigated which allowed the urine to drain. A bladder scan was performed and it was discovered that the patient allegedly experienced urine retention.